Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device was checked and nozzle unit on air gas module was defective and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause of the event has not been determined. The correction of field usage of device was required. This is based on the internal evaluation.

Event description:
Manufacturer's ref. #: (B)(4).